Manufacturer narrative:
Mfg date now provided.

Event description:
A medtronic representative reported that, while in a spine procedure, a metal piece on the top of a small straight ratcheting handle popped-off as the surgeon hammered on it. A different handle was used to continue, the site had another of the same instrument. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Product is class I for us regulations and does not have a 510(k) number. Suspect part not returned to manufacturer for analysis.

Manufacturer narrative:
The cap has been broken from the ratcheting handle due to repeated hammering.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(6) 2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: lot number and manufacture date provided. Further engineering analysis found that there is an asymmetrical fracture pattern through the threads of the remaining portion of the impact cap and tears in the silicone along the outer diameter of where the impact cap attaches to the handle. The silver cap is missing therefore any damage to the cap cannot be confirmed.